Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During an implant attempt of the subject device, a lead connection issue was reported by the physician. It was indicated that clicking of the associated screwdriver could not be obtained. A second attempt was made with success, but pacing failure was indicated. Another pacemaker was subsequently implanted instead.